Event description:
It was reported the patient stopped maintaining the ipg as recommended after undergoing back surgery. As a result, the patient's ipg is non-functional. The patient is not interested in moving forward with surgical intervention.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.